Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that automate iii broke during use. No injury to patient.

Manufacturer narrative:
Returned product was automate iii handle and 1 flexshaft all date coded 1220 (manufactured dec 2020) with weld failure and/or coil deformation causing the product to not function properly. CAPA-2021-375 opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220). Complaint is considered substantiated.